Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The second report of two from the same reporter involving a 1104hm micro ventricular bolt icp (intracranial) monitoring kit (cross reference MFR report number 2023988-2014-00005) which did not have a signal on the icp monitor and could not be zeroed. Additional information has been requested.